Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that the patient had just completed care, and the mother requested to hold the infant. The rt and nurse prepared to transfer the patient with the mother to a chair. During the preparation, the rt noted a leak; the mother and grandmother stated they had heard a similar sound on previous days, but that no issue had been identified. The patient was transferred safely with the mother to the chair, at which time the leak became louder. After securing the patient and ventilator tubing to the mother and chair, the rt identified that the y connector connecting the ventilator tubing and suction ballard to the ett was completely broken, with a portion lodged in the proximal end of the ett. The patient remained stable throughout the event. The rt manually stabilized the broken components and notified the practitioner, who arrived promptly. The rt securely held the ett while the practitioner used medical forceps to safely remove the broken piece. The patient tolerated the procedure well and remained stable throughout.